Event description:
Bed rails have become detached from runners and have fallen through bottom of runners onto the floor. Potential for injuring staff, visitors or pts. This has happened on 2 bedrails within the last 2 days. On the first occasion an emergency repair was effected by our in-house engineer as we had a terminally ill pt in the bed, and no other bed to transfer him into. We have 4 of these beds. All beds were purchased with bedrails in 2008 and have been serviced annually by MFR. Last serviced 08/08/2010.

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh on behalf of the MFR arjohuntleigh, a branch of arjo limited med (B)(4). Following a retrospective review of complaints we have identified that this incident had not been reported. So we are retrospectively reporting this incident late. The device was inspected at the user's facility by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. When the engineer visited he found that the locking nut from inside the runner, which is acts as a stop to prevent the sides from falling through the bottom of the runners was missing. The engineer replaced the nut and checked the other nuts and re-tightened as necessary. The engineer also noticed that in operating the safety side the staff did not lower the safety side onto the stop by holding the plastic moulding on the upper rail as described in the user manual, but simple let it drop from the locked position. The engineer point out this operational error and demonstrated the correct method of lowering and raising the sides. We also believe that the locknut's security had not been checked during the last service on the (B)(4) because as the date of the incident was the (B)(6) it is unlikely to have loosen and come off in such a relatively short time. Unfortunately, our service dept have not been unable to provide evidence that the security of the nut had been checked one way or the other. A review of our post market surveillance revealed that we have not had any incidents where the lock nut has loosened and coming off, therefore, this is the first recorded incident we have had with this root cause. In terms of the numbers of devices that we have sold in the UK/worldwide; since the safety sides first went on sale in 2004 we have sold approx 2400 pairs of these worldwide. With this incident it would appear that we have had two causes firstly incorrect operation of the safety side i.e. Allowing the safety side to drop under its own weight and secondly the service engineer had missed the loosened nut. With the first cause that was dealt with by engineer who repaired the safety side who informed the staff at the facility of the correct method of lowering the safety side. On second cause we have informed the service dept of the importance ensuring that all fasteners are checked for security in line with requirements of our service manual. This incident appears to be isolated issue, and we do not propose any further action other than those already taken at this time. We shall continue to monitor for any further incidents of this nature and will of course inform you if these should arise, but would ask you to consider the incident closed.